Event description:
Customer reported communication error during a case. Not pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable, video controller pcb and reloaded the system software. System operates as intended.